Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an alert 39 with repeated ¿unable to proceed¿ messages that prevented pump rewind and dry-run attempts, including when no supplies were connected; restarts did not resolve the issue and a replacement device was issued while the user transitioned to backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery from the affected device and the need to use backup therapy. Investigation included remote troubleshooting and review of device behavior based on user reports and images, with arrangements for device return shipping. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.